Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported alarm - error codes / messages. There was no patient involvement.

Event description:
The customer reported alarm error codes / messages. There was no patient involvement.

Manufacturer narrative:
Additional information added to g4, h3, h6, h10. The failures leading to motor stall (error code 242.4030) was confirmed. A review of the device history record for (B)(6) was performed from date of manufacture 01/02/2020 to present date 12/03/2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.